Event description:
2 of 3: it was reported that while customer was performing cross-platform testing with xtr and max using bd probetec¿ chlamydia trachomatis (CT) qx amplified dna assay reagent pack, patient sample was discrepant on xtr only. The results have not been reported.

Manufacturer narrative:
H.6. Investigation summary: bd integrated diagnostic system initiated an investigation into discrepant results on the bd viper xtr system (catalog # 441126, batch # unknown). Bd investigation required complaint trending review. There are no current trends associated with discrepant results on the bd viper xtr system. Bd was unable to perform batch history record reviews and functional analysis due to the lack in batch information provided. Bd was unable to confirm the customers report. H3 other text : see h.10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
2 of 3: it was reported that while customer was performing cross-platform testing with xtr and max using bd probetec¿ chlamydia trachomatis (CT) qx amplified dna assay reagent pack, patient sample was discrepant on xtr only. The results have not been reported.